Event description:
The manufacturer's subsidiary's service technician reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) displayed an 'o2 analyzer calibration not possible' message. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, multiple attempts were made to calibrate the oxygen (o2) sensor and the calibration was unable to be preformed. Due to the calibration failure, a mechanical blender was installed.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log review, the gas system was replaced before exporting the logs and the system log did not cover the incident date. The reported 'calibration failed 23, 2769' would indicate the oxygen (o2) sensor was out of range at calibration. This would confirm calibration was not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs oxygen (o2) sensor successfully passed calibration. The epgs passed verification/release testing successfully. The service repair technician (srt) could not duplicate the reported complaint. The epgs passed all testing successfully. The srt replaced the o2 sensor as a precautionary measure. The unit operated to the manufacturer's specifications.